Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of the amia pd cycler set leaked. This occurred during priming of peritoneal dialysis therapy. The patient stated that there was no visible cracks/ kinks before use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information:the actual device was not available; however, two (2) companion samples were received for evaluation. A visual inspection was performed with the naked eye and no issues were noted. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.